Event description:
Had bhr (smith & nephew) implanted in 2007. After third dislocation hospitalized for 9.5 months, continue to have rashes, pain, back problems occurring etc. Had revision surgery as recent as (B)(6) 2014. Aspirated fluids. Surgeon replaced ball and stem for fear of infection recurring. Have been on pain med for months. Need a walker and custom shoe in order to walk, as leg length was 6+ inch difference when bhr removed. New hip implanted left a 3+ inch difference in leg length. I exercise, trying to preserve my health and beginning new therapy. My work has been compromised due to physical disabilities and mental ability, continue to have low grade temperatures. Majority of these issues are a result from the original bhr implant. I continue to have health issues.